Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances. The values were previously 70 ohms, but have risen gradually to out of range values. At this time, the alert limit was increased to 150 ohms and the lead will continue to be monitored. There have been no adverse patient effects.